Event description:
It was reported that a cascadia an lordotic interbody fractured during insertion. The device remains implanted. Revision surgery has not been scheduled at this time.

Manufacturer narrative:
Visual, dimensional, functional and material analysis could not be performed as the device remains implanted. A review of the device history records could not be performed as a valid lot number was not provided and could not be obtained. Complaint history records were reviewed for this catalog, and no similar complaints were identified. Without the device and lack of information, an exact cause of the event cannot be determined. Failure of this nature can occur if the implant is too large for the disc space or if the patient's disc space is too tight, leading to device fracture during rotation due to a lack of clearance and high resistance.

Manufacturer narrative:
Device remains implanted in patient.

Event description:
It was reported that a cascadia an lordotic interbody was observed to be fractured post-operatively. Revision surgery has not been scheduled at this time.